Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found an issue with the ise tubing and replaced it. The customer ran qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for sodium (na) on a cobas integra 400 plus. Patient 1 initial result was 131.6 mmol/l with a data flag. The repeat result was 138 mmol/l. Patient 2 initial result was 132.6 mmol/l with a data flag. The repeat result was 139 mmol/l. "Patient 4" initial result was 132.5 mmol/l with a data flag. The repeat result was 139 mmol/l. "Patient 5" initial result was 129.9 mmol/l with a data flag. The repeat result was 136 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct and amended reports were issued. The customer provided the following electrode lot numbers: 219158, 130320, and 92347. It is not clear which electrodes these are associated with.

Manufacturer narrative:
The investigation determined the issue identified by the fse was the cause of the event.